Event description:
Lead and stylet components returned.

Manufacturer narrative:
Analysis of the lead found that the proximal end conductor was broken. It was noted that the #3 conductor was broken near the connector crimp site 1.4cm from the proximal end. Analysis of the stylet accessory found that there was no significant anomaly/the stim stylet wire was bent.

Event description:
It was reported that there was a trial lead malfunction. It was noted that the patient could not feel stimulation and impedance was out of range. It was further noted that there was a stimulation/therapy issue of never had therapeutic effect. It was noted that while testing stimulation during a trial the patient felt no stimulation with amplitude of up to 10.5. Impedances were checked and found to be out of range. The lead was removed from the multi-lead trialing cable (mltc), wiped/dried and then put back into the mltc. The patient still could not feel stimulation. Impedances were checked again and it was still out of range. The placement of the lead in the mltc was switched with the ¿other trial lead¿ that had been successfully tested. The outcome was the same. It was noted that then they opened and used another trial lead in the same mltc with success. Diagnostics or troubleshooting included impedance testing, reprogramming. It was noted that the issue was not resolved and the cause of issue was not determined. The event occurred during the procedure. The product status was listed as never implanted. Symptoms or therapy issues included less than 50% therapy relief and described as ¿no stimulation anywhere.¿ the patient¿s status was alive with no injury.

Manufacturer narrative:
Product ID 387360, lot# va0dzbn; product type screening device product ID neu_unknown_prog, serial# unknown; product type programmer, physician product ID 387360, lot# va0dzbn; product type screening device. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 38736,0 lot# va0dzbn, product type: screening device. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. Product ID: neu_stylet_acc, product type: accessory.